Event description:
A small tip of the shaver was noted to be missing intraoperatively. An x-ray was taken and the missing piece was found to be in the knee of the patient. It was removed by the surgeon and a 2nd x-ray confirmed that it was out.